Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead it was difficulty to retract the helix after twenty to thirty turns and high pacing thresholds were noted with all other measurements being normal. A new ra lead was used successfully. No adverse patient effects were reported. The lead will not be returned.